Event description:
Customer called to report that the insulin pump has a blank display screen. Customer stated that the insulin pump alarmed battery out limit after having a blank display. Customer's blood glucose reading was 73 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.